Event description:
It was reported that there was no alleged product issue. Although there were no patient or device consequences, because of the location of the pump implant the device needed to be repositioned and surgical intervention was required. No diagnostic testing or troubleshooting was required. The issue was reported as not resolved nor the cause determined. At the time of the report the patient's status was reported as alive-no injury. No patient symptoms were reported. The patient was discharged home without incident. Please note the date of implant was reported as approximate. This device system delivered dilaudid. Additional information was requested to clarify event details and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).